Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 437 mg/dl, which by the time of call increased to 460 mg/dl. The customer was advised to bolus with her insulin pump to bring the blood glucose down. No troubleshooting for the high blood glucose occurred. The insulin pump was not returned or replaced.